Event description:
Pharmacy technician placed a new automix 3+3 tubing on the automix machine. After starting the machine, the technician noticed that the tubing was leaking between the disks on the "blue" sterile water line. The tubing was replaced. The tubing that was leaking was placed into a bag and kept for possible analysis.